Event description:
Info received from the office of atty gen, indicated that 3 persons received serious burns from a suntan bed, two of which were minors, and that there is reason to believe that the suntan bed was tampered with. Further investigation revealed that the event occurred after the facetanner lamp was replaced.